Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net due to an alert that was triggered. Review of the transmission revealed no egms or alert as part of the transmission. It was noted that a firmware upgrade had been recently performed. The implantable cardioverter defibrillator was functioning normally. The patient was in stable condition and will continue to be monitored.